Event description:
Gram positive infection of staph aureus was isolated from a pt three days following implantation of a bactiseal catheter. The organism identified at the hosp in 12/2003 as a "rare strain." Explant of the device was to be scheduled for 2004 but it is not known if that took place.